Event description:
It was reported that the unopened foil pouch was full of fluid upon receipt and there was condensation inside the packaging that contained the cartridge. There was no patient contact.

Manufacturer narrative:
A lot order search was performed and there were no similar complaints found.